Event description:
It was reported that the high voltage impedance of the right ventricular lead spiked to greater than 200 ohms and that portion of the lead was possibly fractured. The lead was reprogrammed to provide high voltage defibrillation therapy on another pathway, defibrillation threshold (dft) testing was performed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).